Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion in an unknown vessel was predilated with an unknown size balloon. The physician then attempted to place the taxus express2 3.0x24mm drug eluting stent and was unable to cross the lesion despite exchanging the guidewire for a choice extra support wire. The stent had been "de-knitted" during retrieval. The physician was unable to remove it through the guide catheter. A "loop" was used to remove the stent. No patient complications occurred. The physician decided not to place a stent. The patient outcome in unknown. Additional information has been requested.